Event description:
Customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by removing the case from the pump and was able to load another cartridge to resume insulin use.